Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing. The device has identified a fault and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was disassembled for investigation and it was discovered that the voltage was being pulled low by a short to ground. A capacitor, c107, was removed and found to have excess solder below the component that bridged the voltage and ground. This was a hand soldered component and it can be assumed that excessive solder was applied during assembly causing the short. The problem with the device was attributed to excessive solder below c107 causing a short between 3.3v and ground. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p are for multi-use.